Event description:
It was reported that the user experienced unexplained hyperglycemia, with a fingerstick blood glucose of 397 mg/dl, after a supply change and observed multiple air bubbles in the infusion tubing; the user uses a steel cannula infusion set and completed a full supply change with insulin delivery resumption, after which blood glucose decreased to 164 mg/dl. Symptoms included hyperglycemia. Outcomes included recovery without medical intervention or hospitalization. Investigation included telephone troubleshooting and guided replacement of infusion supplies. Investigation of this case revealed evidence of air in the infusion line consistent with interrupted insulin delivery, with resolution following a complete supply change. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.